Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The ms-2213 cruciform driver tip was returned for evaluation. A portion of this driver was not returned. Therefore, the evaluation performed was for the returned portion of the driver. The returned part was examined with magnification. Oxidation and/or brown discoloration was observed at the inner corner between the lobes and on the fracture plane. One of the four lobes of this cruciform driver had broken off the main body and was not returned. The remainder of this drive feature was present. The location of the missing lobe instead terminated in a fracture plane. The fracture plane was largely flat but followed the contours of the driver. Very mild texturing was noticeable. No signs of necking or ductility was present. The noted observations for the fracture plane could indicate a brittle failure mode. Brittle failure modes may occur due to overloading or overtorquing events where large loads/torques are applied suddenly. However, due to unknown procedural conditions, no definitive conclusion can be made.

Event description:
During a routine removal/explant procedure, the ms-2213 cruciform driver tip broke while trying to explant screws and a 1st mcp fusion plate (part number pl-mcpl). It was reported the device information and diameters/lengths of the screws were not known as the primary surgery was performed 7 years ago in a different state.